Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold measurements. During a device replacement procedure loss of capture was observed. It was noted the lead had previously been repaired near the terminal pin. The lead was subsequently surgically abandoned and replaced during the procedure due to the observed loss of capture. No additional adverse patient effects were reported.